Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient was traveling on business last weekend and was walking a whole lot. After walking about 10 miles, the pt's legs started hurting and the patient started having severe pain from where the ins bump is down their hip to their ankle. The pain was so bad that they almost had to use a wheelchair at the airport. The patient called their doctor yesterday and they gave the patient a shot of antibiotics and a prescription patch. The doctor told the patient to change the settings to see if that would help relieve the pain. They have changed the settings but nothing has changed with the pain. The healthcare provider also thought it might be hitting a nerve. Helped the patient turn the therapy completely off and it did not help the pain. The patient also reported that when they were trying different settings, they had to go to the bathroom and it all leaked out. The caller reports this had never happened before, even prior to the implant. Patient reports that they are not sure if the pain is related to the therapy or the intensity of the stimulation or if it is more medical in nature. They still have a bump where the ins is. It had been really large after implant and very painful, but it has reduced in size and pain, they followed the hcp recommendation after implant of alternating heat and cold over the area. There is one side where it feels like needles are just poking them if they touch it or lay on it. The caller was redirected to their healthcare provider to further address the issue and let them know that the issue remains even after turning off the therapy.